Event description:
It was reported that during a myomectomy procedure, three devices had the tips break off. One tip fell into the patient and was retrieved using a grasper. Another device was used to complete the procedure. The patient was reported to be stable.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device a was returned with the distal tip of the blade broken off but missing. The remaining blade portion was scratched. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The analysis results found that the device b was returned with the blade scratched and cracked. The blade was received complete and not broken. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code was noted. When a blade has been compromised, scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. During the analysis process, the blade was tested for scratches and cracks and the blade further cracked. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The analysis results found that the device c was returned in good condition. The device was tested and was functional. The blade was received complete and in good physical condition. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records of devices a, b and c were reviewed with no anomalies noted during the manufacturing process. Device b additional information: batch # e9ex1m; expiration date: 03/2013. Manufacturing date: 04/2008. Device c additional information: batch # e9ex1m, expiration date: 03/2013. Manufacturing date: 04/2008.